Manufacturer narrative:
Additional patient identifier: (B)(6). Patient weight not available for reporting. Date of non-union and patient pain is not known. Additional product codes: mnh, mni, kwq, kwp (B)(4), lot number unknown. Date of implant reported as (B)(6) 2017. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of synthes matrix hardware on (B)(6) 2017 due to pain and suspected nonunion. All the hardware was removed and a nonunion was confirmed at unspecified level(s). The hardware was originally implanted during a l3-s1 lumbar fusion on an unknown date in (B)(6) 2017; there were no issues with the hardware. All the hardware was removed and replaced with synthes universal spinal system (uss) at l4-ilium and synthes uss variable axis screw (vas) at l3. The surgeon placed new rods and successfully completed the procedure. There was no reported delay, and no reported patient harm. There are 18 devices on this complaint. This report is for one (1) matrix locking cap without saddle. This is report 10 of 18 for (B)(4).